Manufacturer narrative:
On (B)(6) 2020, mentor became aware that field h6 for results code was inadvertently left blank under the initial submission made on (B)(6) 2020. It has been correctly updated on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 25, 2025, mentor became aware that the patient experienced baker grade iii/IV capsular contracture on the left side. Reason for device explant and/or reoperation: left capsular contracture; baker grade iii/IV, bii, pain and has been sick. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number ip-00386303. On (B)(6) 2020, mentor became aware that patient also experienced bii, pain and has been sick. As a result, the devices were explanted on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown, bii, pain and has been sick. (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00386303. It was reported that a (B)(6) year old hispanic female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implant on both sides and experienced capsular contracture; baker grade unknown on her left side postoperatively. On (B)(6) 2020, mentor became aware that patient also experienced bii, pain and has been sick. As a result, the devices were explanted on (B)(6) 2020. This report is for the patient¿s left-sided device.